Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings. Customers blood glucose level was 290 mg/dl. Customer stated that they received the two suspended values 130 mg/dl and 50 mg/dl. Customer was able to correct it. The device will not be return for the analysis.